Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a battery out limit and button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he gave himself a bolus and the numbers kept going up. The customer stated that he took the pump off and he did not hear the motor moving. The customer stated that he took the battery out and replaced it and the pump did not respond. The customer stated that he is unable to get passed the date and time settings because of keypad anomaly. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery out limit alarms noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, we were unable to prime unit during prime test due to faulty force sensor resistor. The insulin pump was received missing end cap sticker, cracked case at reservoir tube window corners, cracked reservoir tube window, cracked battery tube threads and minor scratches on lcd window.